Event description:
A report was received that the patient was experiencing tenderness and discomfort at the ipg site and had difficulty charging the ipg. The patient will undergo a revision wherein the ipg will be repositioned.